Event description:
Report received of an over-delivery of normal saline. The pump was programmed at 2:00pm to deliver 1000ml normal saline at 80ml/hour. It was noted at 6:00pm that the bag had approximately 100ml remaining. The patient received 900ml in 4 hours. The pump was removed from clinical service. The normal saline infusion was helf for an unspecified length of time and then resumed using a different pump and IV set. There was no reported adverse effect to the patient. No medical interventions were required.